Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the sample noted no sutures and one needle. One needle was received broken at the tip. Upon microscopic inspection, no instrument marks were observed near the break site. A bend moment test was performed on the undamaged needles and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of needle broke off while suturing. The tip fell into the cavity and was retrieved. They opened a new device to complete the case.